Event description:
The customer reports that when the nurse was recapping the needle after giving a vaccine the safety cap snapped off the device as they pressed it closed. The second incident was when the nurse had just drawn up a vaccine and was in the process of switching out to a different needle but when unscrewed it the syringe separated from the needle tube/hole. There are no photos of the broken needles.

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The reported complaint regarding breakage of the safety mechanism and detachment of the needle could not be confirmed, as no defective samples were received from the customer. Batch record review identified no abnormalities, and there were no changes in raw materials or processes. Archived sample testing, including visual inspection, simulation of activation, engagement force, and cannula traction, demonstrated that all samples met the specified acceptance criteria.additionally,no trends related to this issue have been identified during our track-and-trend analysis. Our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number.